Event description:
The customer contact reported the device slipped down an IV pole resulting in the pt to fall to the floor. On an unspecified date and time, the device was programmed to deliver an unspecified hydration solution and a "6pk" of platelets. No specific programming parameters provided. In 2009 at approx 1830, the pt was ambulating to the bathroom assisted by her sister. It was reported that the pt was holding onto the handle on the top of device and the device started to slide down the IV pole. At this time, the pt was pulled down to the floor. It was reported that the pt's had "red knees no bruising." The pt was on fall precautions due to a low platelet count. The physician was notified. The device was repositioned on the IV pole and the therapy was continued. There were no reported adverse pt effect. No medical interventions were required. Though requested no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.